Event description:
It was reported that the system is not working properly she has a uti due to the system slowing down on the suction during the night. She has done troubleshooting with previous reps and system is still not suctioning properly she is losing suction in the night and has followed all steps given by previous reps. Has a uti due to system not suctioning urine as it should; sent replacement system advised of bio box. Used with female wicks. No additional information provided. It's unclear if troubleshooting was provided (prepping and placement tips shared). It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). Via sample analysis, the reported event was unconfirmed as the device met product specification. An investigation has been completed using all information currently available. The event represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored through ongoing post market surveillance activities in compliance with regulatory requirements and local procedures. A bd purewick urine collection system, collection canister with lid, pump tubing, collector tubing, and external power cord were returned. In house elbow connector was used for testing. Gross visual evaluation: there were no cracks present. Heavy residue was present inside the connector tubing. The stop valve opened and closed properly. There was light or sound indicating function with the returned pcba. Once the system was powered on and ran for 30 seconds, the device passed. Based on the results of the investigation, no further action is required. Corrections: a, d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter zip: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the system is not working properly she has a uti due to the system slowing down on the suction during the night. She has done t/s with previous reps and system is still not suctioning properly she is losing suction in the night and has followed all steps given by previous reps - has a uti due to system not suctioning urine as it should sent replacement system advised of bio box. Used with female wicks. No additional information provided. It's unclear if troubleshooting was provided (prepping and placement tips shared). It was unknown what medical intervention was provided for urinary tract infection.